Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 83 mg/dl at the time of incident. The customer also reported that the alarm occurred during remind or prime sequence. The customer was advised to the insulin pump needed to replace. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. However, unit passed rewind test and displacement test.